Manufacturer narrative:
Walkmed infusion's approved service center, (B)(4) distributors observed the device in question (serial number (B)(4)) allowed fluid to flow freely. Pump serial number (B)(4) was not repaired and was removed from service as this product line is under a recall initiated 14 june 2016. A review of the manufacturing records did not reveal any nonconformities related to the reported event. Evaluated by approved service center.

Event description:
During testing, the device in question was observed to allow fluid to flow freely.